Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was found out that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was found out that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was severely stenosed and the target vessel was severely tortuous and severely calcified.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was found out that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was severely stenosed and the target vessel was severely tortuous and severely calcified.